Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported receiving "settings not available" message when attempting to increase intensity. Patient also noted stimulation intermittently turns on and off on its own. Patient attempted to increase stimulation settings because they could not feel the therapy and they feel excruciating pain on their legs and stimulation is not working. Patient stated problem has worsened over the last week and a half. Implant battery running down very quickly due to settings, and stimulation is inconsistent and not always working. Patient emphasized this has been an ongoing issue for about a year, but most impactful in the last 1.5¿2 months especially this week and last week, and expressed they "can't take it anymore." Agent advised the patient to change to a different group. Patient confirmed they attempted to change to a different group. Patient has 3 groups (a, b, c) and reported none of the groups allow increase in settings. The issue was not resolved. Agent redirected the patient to hcp for further assistance. [Information pertaining to pe (B)(4) ('settings not available") was omitted.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the pt had a full system replacement. Rep reports they replaced both leads and the patient got a new ins. Rep reports observing high impedances prior to replacement surgery and talking with the pt who stated they were having some trouble with their device/therapy prior to the surgery. Rep reports the patient did not clarify further. Rep reports the cause of the high impedances/trouble was unknown, no troubleshooting was performed stating the device was nearing normal end of service time frame, and the issue was resolved with replacement. Rep reports speaking with the patient since replacement and being told that it was "much better".